Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. Device had intermittent button response due to moisture damage on keypad traces. No frozen display or numbers ramping up noted. Device had missing end cap sticker, cracked display window corner, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.